Manufacturer narrative:
PMA/510(k): k212323. This investigation is ongoing. We will submit a follow-up emdr within 30 days of submission of this report.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook instinct plus endoscopic clipping device. It was reported that when the clip exited the distal end of the scope and the user tried to open it, something fell off of the clip into the patient. The user attempted to deploy clip but it was unsuccessful. The user was able to go in retrieve the portion that fell off using an unknown device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): (B)(4) investigation evaluation: the product said to be involved was returned in a clear bag. A lot number was not returned with the device. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned in a 3 coil position. A visual examination confirmed that the clip housing and nitinol strips/driver assembly had detached from the catheter. The clip jaws were also detached and were not returned with the device. The stylet wires were also not present or returned with the device. A visual examination of the distal end under magnification did not identify a root cause. The rest of the distal end components had no anomalies or damage. During a functional test, the device was advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. The device was returned to the supplier for further evaluation and the following was provided, "after visual evaluation of the device, it can be confirmed that the clip portion of the device is no longer attached to the delivery system. The components on the delivery system are fully intact and show no signs of stress or damage. The clip portion of the device is incomplete with the only components delivered being the driver, nitinol strip, and housing. The driver was measured under the vision system for conformance. Visual system confirmed a leg separation within spec. Functional testing was limited to the actuation of the handle, in which the drive wire was able to move freely. No further functionality testing was performed due to condition of the returned device." "The reported complaint for detached clip, stylet wire and nitinol strip from clip was confirmed through visual evaluation. Without all components, proper measurement and evaluation can not be performed. As a result, root cause can not be determined. All clip devices are 100% verified for functionality per work instructions; this includes the presence of both jaws and stylet wires to allow for smooth open and close operation." The device history record for (pt) w4746707 (800) was reviewed. (Pt) w4746707 (800) was manufactured july 2023. There were relevant defects noted in the manufacturing/fqc checklist. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report as both of the clip jaws were missing, and the housing and nitinols strips were detached from the device. A definitive cause for the reported observation could not be determined, the clip jaws and stylet wires were detached and not returned with the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The supplier provided the following, "the complaint was confirmed. Root cause could not be determined due to the condition of the device. A visual evaluation of the device confirmed the user's complaint. A functional evaluation of the device was limited to the actuation of the handle, further evaluation could not be conducted due to the condition of the returned device. Root cause could not be determined. All devices are checked for functionality prior to packaging and shipment." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook instinct plus endoscopic clipping device. It was reported that when the clip exited the distal end of the scope and the user tried to open it, something fell off of the clip into the patient. The user attempted to deploy clip but it was unsuccessful. New information on (B)(6) 2023 stated that it was one side of the clip arm that detached and was retrieved. The detached portion was retrieved from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.